Event description:
It was reported there was a lead migration from t8/9 position anteriorly. The lead was repositioned to cover t8/9. No additional information was reported. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant product: product ID 977a260, lot # va0raua013, implanted: (B)(6) 2015, product type lead. (B)(4).

Event description:
Additional information received reported that the patient did not obtain good right sided stimulation. The outcome was resolved on 2015-apr-15. The cause of the lead migration was surgeon error.

Manufacturer narrative:
Product ID: 977a260, lot# va0raua013, implanted: (B)(6) 2015, product type: lead. (B)(4).